Event description:
Additional information received from manufacturer on 08/05/1998. Zimmer is unable to confirm that co is the device manufacturer without a catalog number and lot number. If these devices were manufactured by zimmer, the trademark, catalog number, and lot number should be etched on the devices. Please forward this information to the co along with a copy of the surgeon's operating report at the time the device was implanted and removed for co evaluation. Without additional information, co is unable to determine if co is required to report the event to the FDA on form 3500a.